Event description:
It was reported that the 90-s activated without touching the hand control or foot pedal. Further, the device looked active in the field as it would within the joint.

Manufacturer narrative:
The reported unit is not available for evaluation. According to the information provided the unit was thrown away. The most probable root causes for ¿unintended energy delivered¿ condition are: user related (misuse of the probe) by water ingression, whether it is that the units were submerged in liquid, unit in contact with metal instruments (metal cannula, arthroscopes, cutters or burs, etc) and most recently it was discovered that some users are cutting the suction tube of the serfas suction probes before use during surgery consequently resulting in fluids back flowing inside the handles causing the units to continuously activating by the current path created. The product was not returned for investigation, so the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the 90-s activated without touching the hand control or foot pedal. Further, the device looked active in the field as it would within the joint.